Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms and is suspected to be fractured. The boston scientific sales representative stated that the daily measurements suggest the lead fractured approximately two months prior. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported and the investigation is complete at this time.

Manufacturer narrative:
This lead was surgically abandoned. Should it be returned, or if additional information becomes available, this report will be updated.